Event description:
A pt of another physician who came for evaluation of an implant deflation and replacement. Removed deflated implant and replaced with another implant. Returned implant to pip. Rptr is very concerned about what appears to be an excessively high deflation rate with the pip implants.